Manufacturer narrative:
The event date is unknown; therefore, the 1st day of the year has been entered as the event date under b3. Date of event. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000125 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the dilator seemed to appear porous (white stains). After opening the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the dilator seemed to appear porous (white stains) and bended afterwards which created a crinkle. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bended afterwards which created a crinkle issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The dilator seemed to appear porous (white stains) issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-sep-2023 providing the physician information. Therefore, updated e. Initial reporter section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After opening the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the dilator seemed to appear porous (white stains) and bended afterwards which created a crinkle. There was no patient consequence. The device evaluation was completed on 29-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No bent or foreign material were observed. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were not confirmed, since no bent or foreign material were observed during the analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).